Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had frozen screen. Customer¿s blood glucose was unknown at time of incident. Customer states that she did not recognized on the top area of the screen, there was a battery symbol, vertical, rectangular on the battery. Insulin pump will not be return for analysis.